Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device passed testing. A review of the device history at the service center indicated touchscreen fail errors. Additional testing found corrosion due to fluid ingress on the bottom of the touchscreen which may cause the touchscreen to be nonresponsive. Although the device passed testing, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.